Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was exhibiting the processing icon. A field service engineer worked with technical support specialist and executed the queen database process on the station and subsequently performed a full synchronization at the station. The contact information was kept blank due to the reported issue that was found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system exhibited a slow response when accessing patient profiles. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.